Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be an out of specification tubing guide gap. The downstream shim was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a downstream occlusion. No additional information is available.